Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after one year of being implanted because it was misdiagnosing and the patient indicated that it wasn't a user-friendly product. No new device was implanted. No adverse patient effects were reported.